Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage and difficulty crossing the lesion occurred. The physician predilated the native ramus vessel with a 2.00 x 9 mm maverick balloon. The physician attempted to deliver the 2.50 x 8 mm taxus express2 drug eluting stent, but was unable to cross the lesion. The physician removed the stent and noticed that the stent struts were raised. The physician predilated the lesion again and crossed the lesion with a 2.50 x 12 mm taxus express2 stent. The procedure was successfully completed with no pt complications, and the pt condition is listed as okay.

Manufacturer narrative:
.